Manufacturer narrative:
Based on the claim against the product by the customer noting inverted image, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and found with a damaged attached endoscope adapter (aea) or friction issue. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that the 30-degree endoscope had a mirror reversal issue. There was no report of patient injury. Intuitive surgical, inc. (Isi) obtained the following information from the intuitive surgical, inc. (Isi) clinical sales representative (csr) about the complaint: the customer was not sure about the event date as it happened multiple times. It was identified during the procedure. The image was inverted. The endoscope did not move freely with uncontrolled motion; however, it did involve a reversed control on system arm. The endoscope was installed in down orientation. The surgeon confirmed the desired orientation when endoscope was installed. The csr did not know if an indication of the image orientation was provided to the user via user interface. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. No damage was observed on the endoscope's adapter/base. The endoscope was not manually rotated to 180 degrees prior to the event. The procedure was completed with a backup endoscope and about 10 minutes delay. No patient harm or injury due to the reported issue.